Event description:
A user facility reported that an intraocular lens (iol) was noted to be scratched. Pt impact is unk. The user facility stated that the iol was lost on the floor. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2009 by mail. A completed questionaire has not been received. This report was mailed to FDA on: 03/27/2009.